Manufacturer narrative:
Additional FDA product code: kra, dqe, dqo the device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use in patient, a swan-ganz cco catheter provided high readings of pulmonary artery pressure (pap). The catheter was replaced immediately as the displayed value was not within the normal range. The customer suspected that the inside of catheter was narrow. No further information was available. There was no allegation of patient injury.